Event description:
Dexcom stelo cgm, new to market. Stopped working after 8 days of 15-day service. The company has no live help to address issues. Have filed report numerous times electronically, but no response. The original dexcom 7 business unit has live help, but not stelo. How can a medical device company for monitoring blood sugar not have any help or support. If you look at the stelo facebook page, you will see that the complaints regarding this company and product are numerous. They should be shut down until the issues are addressed. Loss of communication between cgm sensor and stelo iphone app which never came back.